Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem with the observation of diagnostic code 9002. The manufacturer's field service engineer determined that the reconnection of oxygen, air and exhalation flow sensors was required, followed by switching the unit on in ds mode. The device then successfully passed performance specification testing. No further repair was deemed necessary. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. The root cause could not be determined.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that is not switching on. No patient involvement